Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic chest anastomosis surgical procedure, when they installed the 30 degree endoscope for the first time, while just starting, the image was flipped 180 degrees. The endoscope was oriented down, and the horizon line was up, the orientation selection was 30 degrees down. After some seconds, without any concrete explanations, the physical and software orientation matched. The surgery was since then resuming without any further issues. The technical support engineer (tse) checked the logs that were not showing any communication errors between the endoscope and the endoscope controller (ec). Logs were showing error 1154, pointing to a severe current fault on the ec, and error 417, pointing to one of the ec redundant power supplies that is failing. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the surgical task being performed at the time of the event was docking. The image was not inverted. The endoscope did not move freely with uncontrolled motion. The event did not involve a reversed control on system arms. The surgeon confirmed the desired orientation when the endoscope was installed. There was no indication of the image orientation provided to the user via the user interface. The endoscope and endoscope's adapter/base were still engaged/in-synch/attached. There was no damage observed on the endoscope's adapter/base. It is unknown whether the endoscope was manually rotated 180 degrees prior to the event. The procedure was completed with the same endoscope. They had the same problem before and the targeting bottom was really hard, but they decided to continue using it until this event. The vision issue did not result in patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The endoscope controller (ec) was analyzed and the reported failure was replicated. This ec unit was returned with error code 417 which means that one of the redundant power supplies is failing. The reported problem was confirmed on the test bench by applying power to the unit and measuring the output of the two power supplies to find that the right power supply was dead. The right power supply will be replaced to correct the issue. A light engine sensor check was performed and it was less than 5%.